Event description:
User experiencing ongoing issues with bicarbonate pt results. User received erroneous results that were reported for multiple pt samples. The following 10 pt examples were provided and determined to be discrepant. Sample 8: initial result gave 18.1; repeat gave 28.8 mmol per l. Erroneous results were reported and corrected reports were sent. No adverse events were reported.

Event description:
User experiencing ongoing issues with bicarbonate pt results. User received erroneous results that were reported for multiple pt samples. The following 10 pt examples were provided and determined to be discrepant. Sample 1: initial result gave 14.6; repeat gave 12.7 mmol per l. Sample repeated on another c501 module giving 20 mmol per l. Sample 2: initial result gave 6.3 mmol per l with data flag < rept. Sample repeated on another c501 module giving 21.6 mmol per l. Sample 3: inital result gave 7.2 mmol per l with data flag <rept. Sample repeated on another c501 module giving 16.1 mmol per l. Sample 4: inital result gave 8.0 mmol per l with data flag <rept. Sample repeated on another c501 module giving 24.4 mmol per l. Sample 5: inital result gave 12.3 mmol per l with data flag <rept. Sample repeated on another c501 module giving 26.3 mmol per l. Sample 6: inital result gave 7.0 mmol per l with data flag <rept. Sample repeated on another c501 module giving 21.0 mmol per l. Sample 7: inital result gave 15.4; repeat gave 29.4. Erroneous results were reported and corrected reports were sent. No adverse events were reported.

Event description:
User experiencing ongoing issues with bicarbonate pt results. User received erroneous results that were reported for multiple pt samples. The following 10 pt examples were provided and determined to be discrepant. Sample 9: initial result gave 16.2; repeat gave 27.7 mmol per l. Sample 10: initial result gave 11.6; repeat gave 22.1 mmol; per l. Sample repeated on another c501 module giving 24.7 mmol per l. Erroneous results were reported and corrected reports were sent. No adverse events were reported.

Manufacturer narrative:
The field service rep determined the cause to be instrument contamination, and performed a decontamination procedure. Calibration and controls were run by customer to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be instrument contamination, and performed a decontamination procedure. Calibration and controls were run by customer to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be instrument contamination, and performed a decontamination procedure. Calibration and controls were run by customer to verify analyzer performance.